Event description:
On 21-jul-2025, the user reported that on (B)(6) 2025, after experiencing significant blood glucose (bg) fluctuations, having disconnected their device for a couple of hours in the morning (leading to high bg and then delivering less than their breakfast meal), and having a lunch meal while already experiencing a low bg, they felt a low blood glucose of 42 mg/dl. The ilet/dexcom g7 displayed a bg reading of 68 mg/dl, while a finger stick reported 98 mg/dl [conversation history, 2]. The user initially believed their dexcom g7 was reporting 119 mg/dl around lunch, but reviewed reports indicated their bg was 51 mg/dl approximately 10 minutes after the meal. The user self-treated with 30g of carbohydrates. The agent also discussed avoiding meals while low, best practices for carbohydrate treatment, and the importance of checking bg with a fingerstick approximately 10 minutes after treatment to verify cgm accuracy. The user believed the event may have been related to the dexcom g7 missing data from the ilet for a period of time, as well as being inaccurate. At the end of the call, the user's bg was up to 70 mg/dl on the cgm, and they were feeling better. Trainer assistance was scheduled on the user's behalf, and the user has a scheduled training for (B)(6) 2025.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.